Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer reported via phone call that the insulin pump's keypad was hard to press at times. The customer did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was 124 mg/dl. Customer also reported that the device had a no delivery alarm. During troubleshooting, the insulin pump passed the self test. Customer stated that she would monitor the device. The insulin pump was not replaced or returned for analysis.